Event description:
It was reported that during equipment inspection it was observed that the attachment device was running hot. There was no patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the bearings were worn, loose which caused the device to fail for vibration. It was determined that the worn and loose bearings created a situation where the cutter was not able to be inserted thus the device was not able to function. It was further determined that if a cutter was able to be inserted with this type of damage and the device was run, it would create heat, vibration, and/or noise from the damaged bearings. Therefore, the reported complaint was confirmed. The assignable root cause was determined to be due to worn damaged bearings which were no longer in axial alignment due to normal wear and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.